Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited noise and high impedance. The noise was reproducible with isometrics. Chest x-ray was normal. The physician elected to take no action at this time. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that on (B)(6) 2016, the lead was capped and replaced due to a loss of sensing. No additional information was reported.